Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported an anterior capsule tear in the left eye post a laser assisted cataract procedure. A posterior capsule intraocular lens was implanted and the procedure was completed without any change to the surgical procedure. Additional information requested.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. A number of contributing factors could have resulted in the reported event. The laser uses photo disruption to create perforations within the lens when performing the capsulotomy and the lens fragmentation. The procedure is set via user defined power and positioning parameters. Therefore, system settings and patient anatomy as a contributing factor cannot be eliminated. Furthermore, as the reported event occurred during cataract surgery, surgical technique cannot be eliminated as a cause or contributing factor. System treatment settings and oct scan images were provided for review, and there were no atypical settings of note that could contribute to the reported event. There was no relevant patient medical/ocular history provided for clinical review. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).